Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.4 hardware: iphone17.4 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been brought to the emergency room on (B)(6) 2026 where they were admitted with elevated blood glucose (bg) levels above 884 mg/dl while wearing the pod on their abdomen for 1 and 4 hours. Symptoms reported include high bg levels, nausea, pain and sickness. The patient was diagnosed with hyperglycemia non ketoacidosis. The patient was treated with insulin via intravenous. The patient was released on (B)(6) 2026.